Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys g small w/soft port. Smith & nephew received the above reported complaint for leakage of exudate in dressing. The kit lot number and unused representative samples were provided, however pictures were not available for evaluation. During sample soft port and drape evaluation, there was no indication of any defects related to the manufacturing of these components. Since the negative pressure therapy involves various elements within a system, it is difficult to determine and assign a definitive root cause of the complaint described. The complaint is deemed undetermined. Possible root causes for leakage of exudate in dressing are: possible blockage caused by clotting at the head of the soft port with blood clots/exudate leading to leakage in dressing, blockage caused by pieces of loose transparent drape cut during preparation of the wound site leading to leakage in dressing, patient movement compromising wound seal or application techniques such as inappropriate wound/pump setting, soft port not totally aligned with hole cut in the transparent film or wound not completely sealed. There is no indication that a blockage or leakage alarm occurred by the description provided or that negative pressure therapy was not started or achieved. The complaint includes that the ¿pump was still working¿. This is an indication that system was pulling exudate and drawing and detecting enough air through the quick-click connector, canister connection or fluid handling pathway. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. -

Event description:
Application problems: it is being a leakage of exudate into dressing, the pump is still working.